Event description:
It was reported that the physician was unable to communicate with the pt's device. Troubleshooting was performed by a manufacturer rep and the problem persisted. The physician's programming system was verified to be working correctly. A battery life calculation was performed which indicated that the generator is not likely at end of service. Attempts for further info have been unsuccessful to date.